Event description:
Dense adhesions, hyperuria, edema. A female pt rec'd 3 sheets of seprafilm following a ileostomy. Preoperatively the pt had rec'd chemotherapy and radiation therapy. The seprafilm was applied around the ileostomy and under the midline. Upon re-operation adhesions were found where seprafilm had been applied. The event was considered probably related to seprafilm by the reporting physician. Radiation therapy is known to cause adhesions. In addition, genzyme has not studied seprafilm nor is seprafilm indicated to reduce adhesion formation in radiation therapy.